Event description:
It was reported that the manufacturer of the customer's nurse/ventilator alarm system had performed preventive maintenance on the alarm system. All alarm wall boxes were functioning, however, three ventilator alarm cables were not functioning properly. When the cables were moved or raised near the wall box, the ventilator alarm sounded. The customer believes that there may be a short in the cables. The customer also reported that there was an issue with the connection of the alarm cable to the ventilator port. The customer used multiple ventilator cables which did not resolve the problem. They were not getting an alarm. When the ventilator was changed with the same cable, there was an alarm.

Manufacturer narrative:
The manufacturer was able to duplicate the reported problem. The patient assist port cable test was performed on four cables and found that the cables failed the test for intermittent alarms while the ltv alarm was turned off. Bench testing found that two unused wires were cut incorrectly inside the connector housing which caused electrical shortages across two pins.

Manufacturer narrative:
The failure investigation of the nurse call cable is on-going. A follow-up MDR will be submitted when the failure investigation has been completed.